Manufacturer narrative:
The revision captured was likely the result of prosthesis wear and an insufficient bond between the femoral component and the bone resulting in aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and femoral loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Pending investigation

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2014. Approximately 5 years and 8 months after the initial procedure the patient had a left knee revision on (B)(6) 2020. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision of report on (B)(6) 2020. Diagnosis: mechanical loosening femoral component and damaged poly insert component synovectomy was performed removing scar tissue and inflamed synovium. The tibial insert was noted to be gouged and damaged. The femoral component was grossly loose and separated from the cement. The patient was transported in stable condition to the recovery room.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision captured was likely the result of prosthesis wear and an insufficient bond between the femoral component and the bone resulting in aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and femoral loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.